Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed a detachment on the distal tip assembly. Imaging window was stretched near the area of the detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter tip detachment has occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified right superficial femoral artery. During a procedure, an atlantis¿ 018 imaging catheter was selected to visualize the target lesion. However, as the physician attempted to insert the atlantis¿ 018 into sheath via a guidewire, it was noted that the tip of the atlantis¿ 018 imaging catheter was detached. The physician stopped to use the atlantis¿ 018. The procedure was completed with another atlantis¿ 018 imaging catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter tip detachment has occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified right superficial femoral artery. During a procedure, an atlantis¿ 018 imaging catheter was selected to visualize the target lesion. However, as the physician attempted to insert the atlantis¿ 018 into sheath via a guidewire, it was noted that the tip of the atlantis¿ 018 imaging catheter was detached. The physician stopped to use the atlantis¿ 018. The procedure was completed with another atlantis¿ 018 imaging catheter. No patient complications were reported and the patient's status was good.